Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product determined there was also a cracked catheter. The balloon was attempted to be inflated with a 60cc syringe and an inflation handle. Water could be observed exiting the catheter. The catheter is cracked at approximately 48cm from the distal tip of the balloon. There is a reddish brown material on the balloon that appears to be dried blood. The balloon still has the flute folds created during manufacturing and does not appear to have been inflated. The balloon would not inflate and would not hold pressure with the crack observed in the catheter. During inflation a leak was observed at the hub between the white y-body and the translucent cap on the y-body. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment as post market feedback continues to become available.

Event description:
On (B)(4) 2014, the following information was provided: during an endoscopy procedure to dilate the esophagus, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. When they started the inflation there was a leak at the luer lock. They used a new balloon without problem. On (B)(4) 2014, the product was returned for evaluation. A crack in the catheter at the distal end of the device was observed, which has been established as a reportable occurrence. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.